Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) peg tube blocked/occluded. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive initial placement kit was used during a procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2013, the patient was admitted for hip fracture and was treated surgically on (B)(6) 2013. On (B)(6) 2013, the patient experienced pneumonia that led to transfer the patient to another health care facility. Per the physician, the pneumonia was not related to the device. On (B)(6) 2013, the complainant reported for a repeated obstruction on the peg device. The peg device was replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.